Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant medical products: carto mapping system, lasso catheter; a 64-pole basket catheter (constellation, (B)(4)), firm ((B)(4)). (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 170 consecutive patients with paf (37%), persistent atrial fibrillation (peaf) (31%), long-standing persistent atrial fibrillation (lpeaf) (32%), or paroxysmal atrial fibrillation (paf) (37%) underwent catheter ablation from january 2012 to october 2015. This is iu-firm registry and focal impulse and rotor modulation (firm) with an endocardial basket catheter was used in all cases. Among them, 3 patients suffered cardiac tamponade requiring drainage. Additional information was received on the article. It was reported one (B)(6) female patient suffered moderate cardiac tamponade treated with surgery. Patient required extended hospital stay for 1-3 days but fully recovered (no residual effects). Navistar thermocool catheter was used in this event. The author stated that the event was possibly device related and procedure related. The event did not result in the impairment of a body function or damage to a body structure. Title: ¿clinical benefit of ablating localized sources for human atrial fibrillation¿. The purpose of this study was to analyze the role of rotors and focal sources in a large academic registry of consecutive patients undergoing source mapping for af.